Event description:
Situation summary: upon de accessing, unable to deaccess using safety mechanism. Needle would not pull back straight into safety mechanism. Able to deaccess port by bypassing the safety mechanism by stabilizing port and pulling needle out without difficulty. Outcome: no harm to pt or to staff. Note: device is sequestered, securely packaged, and can be picked up as per sales representative's convenience.